Event description:
A patient reported blood glucose results of 547 mg/dl with a lifescan meter and 348 mg/dl on laboratory device, performed within 30 minutes of each other. Patient also reported a second comparison with blood glucose result of 270 mg/dl on the lifescan meter and 348 mg/dl on a laboratory device, also performed within 30 minutes. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy thereby indicating a potential malfunction of the meter in terms of accuracy.